Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log (ehl) revealed no alarms related to the reported complaint, and no service history was recorded within the past 12 months. Visual and functional product validation testing did not confirm the complaint. As part of the evaluation, the main board was replaced.

Event description:
It was reported that the pump failed volumetric accuracy test at (B)(4) accuracy error. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.